Event description:
The customer contact reported the device alarmed e321 (battery charger timeout). The device was returned to the biomedical department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, the device alarmed e321 (battery charger timeout). Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed e321 (battery charger timeout). This was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.